Event description:
It was reported that the insulin pump alarmed bolus stopped, alarmed failed battery test, and had physical damage to it. The customer did not know the blood glucose reading. He stated that the battery compartment was damaged and had missing pieces from it. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.